Manufacturer narrative:
Block b3: exact date unknown, approximate event date based on gfe that states it started since january. Additional suspect medical device components involved in the event: model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 29280663, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient is experiencing discomfort at the lead anchor site, attributed to weight loss. There is no indication of device malfunction, and stimulation remains effective. As a result, a revision procedure has was performed to reposition the lead anchors to a deeper location. During surgery, minor amount of bipolar electrocautery was used. Post operatively, the patient is recovering as expected.

Manufacturer narrative:
Block b3: exact date unknown, approximate event date based on gfe that states it started since january. Additional suspect medical device components involved in the event: model number/catalog number: sc-4318. Serial number: n/a. Batch/lot number: 29280663. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient is experiencing discomfort at the lead anchor site, attributed to weight loss. There is no indication of device malfunction, and stimulation remains effective. As a result, a revision procedure has was performed to reposition the lead anchors to a deeper location. During surgery, minor amount of bipolar electrocautery was used. Post operatively, the patient is recovering as expected.